Event description:
The silk tape does not stick to either the patient or itself. An IV was retaped; four hours later during assessment, the same IV was noted to be leaking, the tape was loosened, and the catheter was displaced. I have noticed a changed in the quality of the 3m silk tape over the past month. Today it affected patient IV integrity. I will reach out to the vendor to see if there has been any change to the manufacturing of this tape and will monitor for trends.